Event description:
Patient presented to the physician with swelling at the neck incision site. Patient was referred to the ER. Upon examination, an abscess was found at the neck incision and an infection was determined. Physician prescribed antibiotics. Patient presented back to the physician with improvement. Physician decided to prescribe another round of antibiotics as the patient has a medical history of being immunocompromised.